Event description:
It was reported that the device had a defective cassette sensor. There was no patient involvement. Evaluation of the returned device was confirmed the reported issue of defective cassette sensor.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. No issues were found in the event history log (ehl). The device was visually inspected. A functional test was performed, and the reported issue of defective cassette sensor was confirmed. The device failed upstream occlusion testing during evaluation. As a result, the latch/lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.